Event description:
Patient's condition did not improve with the implanted valve and a subdural hematoma developed. The valve was reprogrammed and the pt's condition improved and became more stable. However, patient had difficulty walking and the subdural accumulation did not change. The surgeon is concerned that the subdural may lead to an overdrainage condition. The valve remains in the pt who is being monitored.